Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported balloon leak occurred. Patient was presented with pulmonary hypertension. The target lesion was located in the pulmonary artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During inflation, it was noted that the balloon leak air. The balloon was replaced and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). With the available information, boston scientific concludes: device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis the coyote device was returned for evaluation. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed the shaft of the catheter had a burst at 24cm from the tip. Multiple kinks were found along the shaft of the catheter on the shaft. No other issues were identified during the product analysis. Labeling review review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion boston scientific concludes the most probable root cause as unable to exclude device problem because although the device was returned and a rupture was confirmed, not enough information was able to be provided by the site to determine a more probable cause.

Event description:
It was reported balloon leak occurred. Patient was presented with pulmonary hypertension. The target lesion was located in the pulmonary artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During inflation, it was noted that the balloon leak air. The balloon was replaced and the procedure was completed with another of the same device. There were no patient complications as a result of this event.